Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because when reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about 23000 alenti bath chairs, the complaint ratio with this failure mode is consider to be very low. The investigation shows that the resident, who was left unattended has probably lost his sitting balance, leaned forward and device tipped following the weight of the resident. It has to be pointed that the alenti design is attested and fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The instruction for use warns and inform how the to correct use the device to avoid any hazardous situations. We recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use, as per instruction for use delivered with the device (04.cd.05_5us.ca from september 2010): the resident should be active or semi-active (i.e. Able to sit upright selfs upporting on the side of a bed or toilet). The resident should understand and respond to instructions to stay seated in an upright position. The safety belts should be always use with the resident on the seat: "use the safety belt at all times. Exceptions can be made while resident is securely positioned in the bathtub and during stationary transfers to and from an alenti. The safety belt helps the resident stay positioned properly on the seat." An IFU includes a warning of the possibility of the device tipping: "to avoid bodily injury from alenti tipping or resident sliding out of the seat, make sure that: the safety belt is secured at all times, the resident is positioned correctly on the alenti and the handle arms are folded down." Additionally it is written "to avoid alenti from tipping, which can cause bodily injury, never leave the resident unattended at any time. Ensure that the resident does not pull or hold on to stable objects such as grab rails, sinks" what is more a big effort shall be put on the resident positioning on the seat. "Make sure the resident is in an upright position in the centre of the seat with his or her: buttocks at the back of the seat, back against the back rest and hands on the hand rest" summarizing the parts of the IFU: during the procedure of resident washing/drying it is important to put a big effort to control the patient positioning and movement, apply a safety belts and never to leave a resident unattended at any time on the chair. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, not paying attention of the patient remains sitting in the upright position. Therefore it appears there has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being lack of the proper care of the resident, leaving resident alone therefore not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. The account manager planned upon visiting (december 23, 2015) immediately an extra training and stressed the fact never to leave a resident unattended, especially not whilst the resident is suspended in the highest position.

Event description:
It was reported by a facility that a resident was left unattended in highest position on an alenti bath lift without the safety belts applied. When the resident was alone in the bathroom he leaned significantly forward, as a consequence the bathlift tilted this caused the resident to fall down. No injuries were reported from the incident. The device was checked by an arjohuntleigh representative who found the device in perfect condition fully functional, therefore the device was up to the manufacturer specification at the time of the event.